Event description:
The customer contact reported an over delivery. At 0630 the device was programmed to deliver insulin (100 units/100ml normal saline) at a rate of 3 units/hour with an unspecified volume to be infused and the delivery was started. Additionally, it was reported that the patient was receiving amiodarone (0.5mg/min) and dobutamine (3mcg/kg/min) in d5w at an unspecified rate. At 0645, it was reported that the device began to alarm with an unspecified alarm condition. When the nurse went into the room, it was reported that the device was going into a rapid rate. When the nurse attempted to stop the infusion using the stop button, the device keypad did not respond so she had to disconnect the tubing from the patient. The nurse reported that approximately 50ml of the insulin solution was infused into patient. Additionally, it was reported that a downward trend was noted in the patient's blood sugar levels. At 0600, the patient's blood sugar was 198. At 0719 the patient's blood sugar was 152. At this time, it was reported that the nurse gave the patient "a little push" of d50w. At 0804 the patient's blood sugar was 134 and at 0903 it was 159. The patient's blood sugar was carefully monitored and the patient did not require a prolonged stay in the hospital due to this event. The device was removed from clinical service. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.